Event description:
Operative report of 4/21/87 states pt had implant surgery eight years earlier with devices that were of an unk MFR; having developed capsular contractures and requiring bilateral capsulotomies had them removed and replaced with dow corning implants.